Manufacturer narrative:
(B)(4).

Event description:
Product complaint report indicates the right subclavian central venous catheter is passed in the single puncture. When the guide is removed, it loses its shape and is sectioned. In the proximal portion, when trying to remove it, resistance is requested. Portable chest x-rays are requested, where "guide rolling" is evidenced at the level of the clavicular external union, it is decided to suspend the procedure (event document in MDR# 3006425876-2018-00634). When repeating the procedure on the opposite side, left side with another central venous catheter of the same mark and batch the same situation occurs, the guide is attached and to remove it additional maneuvers are performed to the seldinger technique.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Product complaint report indicates the right subclavian central venous catheter is passed in the single puncture. When the guide is removed, it loses its shape and is sectioned. In the proximal portion, when trying to remove it, resistance is requested. Portable chest x-rays are requested, where "guide rolling" is evidenced at the level of the clavicular external union, it is decided to suspend the procedure (event document in MDR#3006425876-2018-00634). When repeating the procedure on the opposite side, left side with another central venous catheter of the same mark and batch the same situation occurs, the guide is attached and to remove it additional maneuvers are performed to the seldinger technique.